Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during sometime post a catheter placement, the line allegedly broke. It was further reported that line allegedly started to leak fluids. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7f hickman d/l catheter in two segments were returned for evaluation and one photo was provided for review. Visual, microscopic, functional and tactile evaluation was performed on the returned device. A split was noted in the center of the bifurcate. C-shaped split was observed on the distal end of the catheter returned. No leaks were observed from the bifurcate and from the c-shaped split. Therefore the investigation is confirmed for the reported fracture issue and the photo review also confirms the same. The investigation is unconfirmed for the reported leak issue as no leaks were observed. However, the investigation is inconclusive for the reported obstruction issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 12/2026), g3, h2. H11: b5, h6 (method, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post a chronic catheter placement, during routine intravenous fluid infusion, the infusion pump allegedly rang off occluded, and the line was noted to be externally broken directly above the bifurcation. It was further reported that the line allegedly started to leak fluids at separation site. Reportedly, anesthesia was used, and the line was removed and replaced. The patient status is unknown.

Event description:
It was reported that during sometime catheter port placement procedure, the line allegedly broke. It was further reported that line started to leak fluids. Reportedly, IV pump rang off allegedly occluded. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 12/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.